Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead and right atrial (ra) lead. Additionally, increased capture threshold was observed on the rv lead. No intervention has been performed. The patient is stable and will continue to be monitored.